Event description:
It was reported that upon interrogation of the pulse generator exhibited inappropriate telemetry measured data. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.